Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 278189. Reference medwatch with patient identifier (B)(6) for strip lot 278232.

Event description:
Reporter states mobile system produced an unknown higher result; customer expected 7.0 mmol/l but the meter showed a higher result. The customer was having unspecified hypoglycemic symptoms at the time of this result. It is not known if customer self-treated at this time. Customer took an unspecified amount of novorapid insulin 5 minutes later based on this unknown result. Approximately 30 minutes later, the customer was talking to a friend on the phone who decided to call the ambulance as customer began talking "nonsense". The ambulance arrived to customer's home in approximately 15 minutes. The ambulance personnel were unable to get in. It took approximately 15 minutes until they were able to enter customer's home with the help of a neighbor. Customer was treated with glucogel and toast with jam. Customer was transported to the hospital where he stayed for 3 hours. The customer discharged himself and his now fine at home. Two different cassettes of test strips could have been used for the unknown higher result that the customer received. Customer is not sure which cassette was used at the time of this incident. The manufacturer requested return of suspect product for evaluation.